Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed interference/noise, with a ventricular short interval count v-sic=15.4 counts avg/day, in 2.93 days, between (B)(6) 2011 15:52:00 and (B)(6) 2011 13:13:29. There was also high resistance/impedance, with 1 - patient alert for rv.pace lead z > 3000 ohms on (B)(6) 2011 03:00:04. The weekly pace lead measurement log data showed an abrupt increase for min and max v.pace = 512 to 16382 ohms peak between (B)(6) 2011.

Event description:
It was reported that the impedance of the right ventricular pace/sense portion of the lead was high due to a fracture. Fluoroscopy revealed a clavicular crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.